Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pre-deployed. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. Pushing the deployment slider twice. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Three used fast-fix 360 curved needle delivery systems were returned for evaluation in the same packaging. As a result the investigation will be placed in complaints (B)(4) and (B)(4). Visual assessment of the devices showed no suture or ts remain on the delivery needles. One suture/t construct was returned. The suture has been cinched and both ts are present, t1 is bent and t2 shows no abnormalities. The depth limiter on one device is crimped at its distal end, indicating over penetration during deployment. The actuators on all three devices are in their t2 post-deployment position indicating complete deployments took place. Each device was functionally tested for proper actuator advancement and cycling, all devices functioned as intended. The condition of the devices indicate the trigger was inadvertently advanced during deployment of t1 resulting in the pre-deployment of t2. Per the device instructions for use warning: do not push the deployment slider twice or the second implant will deploy prematurely. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery t2 pre-deploy; t1 was cut free and removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.